Manufacturer narrative:
The glooko and insulet engineering teams investigated the issue and identified the root cause was related to an insulet introduced outage that exposed a glooko software issue. Because of this outage, the glooko software could not process notifications. Insulet re-ran the notifications to glooko which caused old op5 settings to appear as the most recent ones within the glooko system. The issue will be fixed to make sure that the order of processing notifications does not alter the results of settings within the glooko system for any op5 user to avoid this scenario. Nov adverse events were reported. FDA MDR report number: mw5111449.

Event description:
An hcp reported that the data downloaded from a patient's insulet omnipod 5 pump to glooko reports displayed different insulin ratios (insulin to carbohydrate ratio) than those that were actually programmed into the user's omnipod 5 pump. The glooko engineering team investigated the issue and found the root cause to be notifications processed out of sequence due to the omnipod 5 manufacturer's cloud outage. A sofware improvement was made to address the issue. No adverse events were reported.